Event description:
It was reported that unintended settings were found on a vns patient's programming history while performing a battery life calculation. Further review of the patient's programming history revealed that no interrogation was done after the patient left the neurologist's office. However, the patient's settings were corrected at the follow up visit.

Manufacturer narrative:
Analysis of programming history.